Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to infection.

Event description:
It was reported from the united kingdom that a patient experienced a revision surgery of shoulder replacement devices due to infection and a humeral spacer was added. There is no indication or complaint that the devices malfunctioned. No additional information has been provided, asked but not answered.

Manufacturer narrative:
In a review of the labeling it is a known complication that superficial or deep infections are specific to joint replacement surgeries. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the infection and revision of the should joint is related to the patients underlying condition. This device is used for treatment, not diagnosis.